Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that while using the system, the camera cart monitor unexpectedly went black and cycled back through power cycle to turn back on.  There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: cable 9735842 cam mon pwr 12vdc s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: cable 9735842 cam mon pwr 12vdc s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that while using the system, the camera cart monitor unexpectedly went black and cycled back through power cycle to turn back on. There was no reported delay and no reported impact to patient outcome.